Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of deformity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deformity of breast gapping¿.

Event description:
Healthcare professional reported "deformity of breast gapping". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h6.

Event description:
Healthcare professional reported right side "deformity of breast gapping". Healthcare professional later eported "observation was made upon removal from packaging". The device was not implanted. Surgery was completed with a back up device. Device has been discarded.